Event description:
Pt complained of instability in her right knee. Upon revision surgery, it was determined that the metal backed patella (dome design) was well worn. Also, a revision of the tibial insert (7 mm) was done in 1994 (only) but now the metal backed tibial tray had broken thru slot of original design (insert was intact). Surgeon related that this was due to stress fatigue of the metals brought on by the excessive weight of the pt.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.